Event description:
It was reported that following a pulse field ablation (pfa) procedure where a farawave ablation catheter was selected for use, the patient experienced a complete heart block. During an ablation to create a cavo-tricuspid isthmus line, the team was pacing the atrium through the coronary sinus catheter. Only one out of three pacing attempts conducted to the ventricle. When pacing stopped, the patient became completely asystolic. Complete heart block was confirmed on intracardiac signals displayed on the mapping system and the recording system. The physician attempted ventricular pacing using the coronary sinus catheter and prepared to place a temporary pacing wire. Before placing it, the patient spontaneously returned to normal sinus rhythm. The heart block lasted about twenty minutes. The patient left the laboratory stable, in normal rhythm, and was kept overnight for observation. The procedure was completed. No device issues were reported. It's unknown if the device will return for laboratory analysis.

Manufacturer narrative:
Correction to initial MDR in block h6: device code. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that following a pulse field ablation (pfa) procedure where a farawave ablation catheter was selected for use, the patient experienced a complete heart block. During an ablation to create a cavo-tricuspid isthmus line, the team was pacing the atrium through the coronary sinus catheter. Only one out of three pacing attempts conducted to the ventricle. When pacing stopped, the patient became completely asystolic. Complete heart block was confirmed on intracardiac signals displayed on the mapping system and the recording system. The physician attempted ventricular pacing using the coronary sinus catheter and prepared to place a temporary pacing wire. Before placing it, the patient spontaneously returned to normal sinus rhythm. The heart block lasted about twenty minutes. The patient left the laboratory stable, in normal rhythm, and was kept overnight for observation. The procedure was completed. No device issues were reported. It's unknown if the device will return for laboratory analysis.

Manufacturer narrative:
Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.